Event description:
This device was implanted on (B)(6) 2012 and was explanted on (B)(6) 2015 due to infection. The physician was dr. (B)(6) at (B)(6) center at (B)(6), nc. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).